Manufacturer narrative:
The device was received deployed. No timeouts or drive stalls observed in the download data and no damages or defects were found to the needle mechanism that would cause a the needle to deploy late. The exact cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula found no bends or kinks.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. When pod was removed the cannula was found to be bent. The pod was worn between 1 and 4 hours.